Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, when the customer pressed the silver "t" button to the right of the touchscreen, the home screen was not displayed. The customer stated that the touchscreen was responsive and passed all testing during troubleshooting with tandem technical support. The customer's blood glucose level was not impacted.